Event description:
A report was received from the USA with info stating the touch screen was found to be unresponsive. The device was not reported to have been in use on a pt at the time of this event. The date of the event was not provided.

Manufacturer narrative:
The device is expected to be received for eval. A supplemental report will be submitted should the device become available. (B)(4).